Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device full height cubie drawer 4 displayed device was not detected on bus error. A field service engineer (fse) found drawer 4 was not detected on bus. Further, the engineer reseated row board cable connection to drawer controller, but the issue persisted. Further, the engineer replaced pyxis module controller board and tested the drawer and cubies in diagnostics to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height cubie drawer 4 was not detected on bus. The customer attempted to reseat the data cable to the drawer but failed to resolve the issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.